Event description:
It was reported that the 9800 system displayed a filament regulator error after much fluoro time at high ma and kvp. It was also noted that a collimator iris pot error was displayed at boot up. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cable and batteries. The system was tested and found to be working as intended and placed back into service.